Manufacturer narrative:
A field service engineer was dispatched to customer site. A preventative maintenance (pm1) was performed and the catalytic decomp filter was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service.

Event description:
A customer reported an event of an "oil smell" (odor) emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4) asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (03/18/2015 to 09/24/2015) did not observe any significant trend. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned for further evaluation. The assignable cause of the odor/smells issue is the catalytic converter and the preventative maintenance kit. The field service engineer replaced these parts and confirmed the sterrad nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.